Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The complaint sensor was returned for evaluation. The device was visually inspected and no defect was found. The allegation is unable to be determined with the returned product. A probable cause could not be determined.